Manufacturer narrative:
On 11/17/2020, the product investigation was completed. It was reported that during an atrial fibrillation (afib) ablation procedure, blood was leaking from the handle of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was removed from the patient¿s body right after the physician noticed the issue. The sheath was replaced, and the issue was resolved. Patient¿s hemodynamics was not compromised due to the bleed observed; however, air entrance into the patient's body was reported. There¿s no indication that medical/surgical intervention was required. Device evaluation details: the device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. Magnetic sensor functionality was tested on carto and the sheath was properly visualized and no errors were observed. Electrical test was performed on the sheath and it was found within specifications. No electrical malfunction was observed. Then, deflection test was performed, and it was found within specifications, the sheath was deflecting correctly. The flow test no was performed due that the damage on valve; however, no was found a malfunction related with the sheath. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur a device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint regarding adverse event was unable to duplicate during the product investigation. The root cause of adverse event remains unknown. But, the issue related with hemostatic valve was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. Further details received post-product investigation: on 11/23/2020, bwi received additional information regarding the event. The physician had placed the vizigo sheath into the patient and immediately noted that there was leakage of blood from the proximal end of the sheath. However, the amount of blood of low/negligible enough that the physician was unable to quantify it. Additionally, it was mistakenly communicated to bwi that air entered the patient's body. It was confirmed that air did not enter the patient's body, therefore, this event will no longer be reported as an "air embolism". As there is no patient event to report, section h1 has been updated to "malfunction" as opposed to the previous selection of "serious injury" from the initial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, blood was leaking from the handle of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was removed from the patient¿s body right after the physician noticed the issue. The sheath was replaced, and the issue was resolved. Patient¿s hemodynamics was not compromised due to the bleed observed; however, air entrance into the patient's body was reported. There¿s no indication that medical/surgical intervention was required. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the available information, this event is being conservatively reported as ¿hemostatic valve-separation¿ ¿adverse event¿ and ¿air embolism¿ given that air entered the patient¿s body and blood leakage was observed. Since the air embolism is life threatening and might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. Hemostatic valve separation is also an MDR-reportable event.